Event description:
Ous MDR - it was reported that artifacts occurred in the rv channel a short time after the implantation, which led to inappropriate shock therapy. No deterioration of the patient's state of health was reported. Only the lead was explanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents and on the provided programmer printouts. The programmer printout of the ICD was reviewed; interference in the ventricular channel were visible in the available iegms, which led to several charge processes. However, there was no indication of a device malfunction of the ICD. The manufacturing process of this ICD was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. The returned lead was thoroughly analyzed. During the examination, the lead was checked visually, electrically, and mechanically. The visual inspection detected cuts in the insulation, which are probably a result of the operation. The continuing analysis did not show any further deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specifications and without defects. In summary, there were no indications of material defects or manufacturing errors.